Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000163, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Product ID: bi71000162, serial/lot #: unknown, ubd: unknown, UDI#: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the batteries were compromised when the system was plugged into dead outlet in a construction area. The batteries were replaced and the issue was resolved. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the system was plugged into a dead outlet over the weekend and the batteries were compromised. There was no patient present when this issue was identified.